Event description:
Angiojet catheter inserted into the patient over a wire. Once the catheter reached the area of interest, the doctor stepped on the pedal to turn the suction on to the catheter. While the catheter was on, a small pinhole in the middle of the catheter was noticed. The catheter was able to finish the job with precautions.